Event description:
A malfunction alarm with the code "malf 12" was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue arises again, which the customer acknowledged and understood.